Manufacturer narrative:
A cerebrovascular event was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 23 mm trifecta gt valve was implanted. On (B)(6) 2018, a CT determined the patient experienced a stroke. No details were provided on treatment provided. The patient clinically improved in the course but is still slightly disoriented and remains hospitalized but is recovering. On (B)(6) 2018, the patient developed bradycardia and another CT was performed with a negative result. Patient weight is protected under local privacy laws, and therefore is not recorded. (Clinical study patient ID: (B)(6)).

Event description:
On (B)(6) 2018, a 23 mm trifecta gt valve was implanted due to severe aortic stenosis. The patient was extubated without any problems in the evening of (B)(6) 2018. The drains were removed without any problems on (B)(6) 2018, respectively. On (B)(6) 2018, a CT determined the patient experienced a new infarction demarcation in the area of the basal ganglia on the right side, with involvement of the lenticular nucleus and the internal capsule. No evidence of hemorrhage. No details were provided on treatment provided. The patient clinically improved in the course but was still slightly disoriented and remains hospitalized but is recovering. On (B)(6) 2018, the patient developed bradycardia and had a suspected seizure which was treated by pacing via the epicardial (provisional) pacemaker that resided in the patient after the implant procedure. The patient stabilized immediately and the suspected epileptic seizure ceased. The patient was then brought to the ICU for monitoring. In the course of the day, the patient regained full consciousness. Remarkable neurological symptoms were no longer seen. There were also no new seizures or cardiac arrhythmias. Another CT was performed with a negative result. A tte on (B)(6) 2018 showed a suspicious floating structure and paravalvular leakage. Therefore a tee was done on (B)(6) 2018. The tee showed a mild to moderate paravalvular leakage. In addition, a small, echo-rich floating structure was seen near the leakage at 11 o¿clock. There was currently no clinical evidence of endocarditis. The patient was in a stable cardiopulmonary condition and has no clinical symptoms regarding the minimal paravalvular leakage. The patient was discharged from the hospital to a caring facility on (B)(6) 2018 under therapy recommendations. Patient weight is protected under local privacy laws, and therefore is not recorded. (Clinical study patient ID: (B)(6))

Event description:
On (B)(6) 2018, a 23 mm trifecta gt valve was implanted due to severe aortic stenosis. The patient was extubated without any problems in the evening of (B)(6) 2018. The drains were removed without any problems on (B)(6) 2018 and (B)(6) 2018, respectively. On (B)(6) 2018, a CT determined the patient experienced a new infarction demarcation in the area of the basal ganglia on the right side, with involvement of the lenticular nucleus and the internal capsule. No evidence of hemorrhage. No details were provided on treatment provided. The patient clinically improved in the course but was still slightly disoriented and remains hospitalized but is recovering. On (B)(6) 2018, the patient developed bradycardia and had a suspected seizure which was treated by pacing via the epicardial (provisional) pacemaker that resided in the patient after the implant procedure. The patient stabilized immediately and the suspected epileptic seizure ceased. The patient was then brought to the ICU for monitoring. In the course of the day, the patient regained full consciousness. Remarkable neurological symptoms were no longer seen. There were also no new seizures or cardiac arrhythmias. Another CT was performed with a negative result. A tte on (B)(6) 2018 showed a suspicious floating structure and paravalvular leakage. Therefore a tee was done on (B)(6) 2018. The tee showed a mild to moderate paravalvular leakage. In addition, a small, echo-rich floating structure was seen near the leakage at 11 o¿clock. There was currently no clinical evidence of endocarditis. The patient was in a stable cardiopulmonary condition and has no clinical symptoms regarding the minimal paravalvular leakage. The patient was discharged from the hospital to a caring facility on (B)(6) 2018 under therapy recommendations. On (B)(6) 2018, during a core lab six-month follow-up visit, the nyha classification was reported to be ii (same as baseline). The patient remained on aspirin for anticoagulation. On (B)(6) 2018, an echo was performed and noted severe central aortic regurgitation. The pre-discharge images were of very poor quality and aortic regurgitation was unable to be evaluated. During the six-month follow up, the images were of still poor quality; however, the images improved enough to evaluate the aortic valve and determined that there was severe aortic regurgitation. No further intervention has been reported at this time. (Clinical study patient ID: (B)(6))